Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (accuchek). The complaint was classified based on the customer care advocate (cca) limited documentation as the reporter refused to answer all questions and hung up on the call. The patient stated that the issue first occurred on (B)(6) 2018, 1:00pm. The patient detailed that she tested her blood and obtained an alleged glucose result of 204mg/dl on the subject meter compared to 167mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with lantus and humalog insulin and took 55units of lantus and 15 units of humalog in response to the alleged product issue. The patient detailed that on (B)(6) 2018, 1:30pm she developed symptoms of ¿dizzy and sweaty¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The patient conducted a control solution test which fell within lfs¿ acceptable range. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.